Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot : device history reviewed 15 october 2020 1 unrelated non-conformance on this lot number final micro and sterility tests passed (B)(4) units released lot expiry date: 31 october 2017.

Manufacturer narrative:
Product complaint # (B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
On (B)(6) 2016, the patient had a left total knee arthroplasty to address severe osteoarthritis, left knee. Prior to surgery, the patient was noted to have had a severe valgus deformity. Depuy components, including depuy patella and depuy cement x2 were used during the procedure. There were no complications noted in the surgical notes. On (B)(6) 2019, the patient had a left total knee revision to address failed left total knee. The tibial tray was noted to be loose at the implant/ cement interface. Depuy components, including depuy cement x2 were used during this procedure. Doi: (B)(6) 2016. Dor: (B)(6) 2019. Left knee.